Event description:
Baxter received a report that an infusor had its tubing separate from the distal end luer lock after filling. The device was reported to have not leaked, but that "it would have leaked" had the tubing not been clamped. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The exact root cause of the reported condition was not determined; however, the reported condition was likely due to inadvertent force/pull being applied to the tubing during product use.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 110 ml of fluid in the reservoir; however, the distal luer was not returned with the unit. Visual examination confirmed the reported condition of separated tubing located at the junction of the luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.